Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The event of longevity overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Manufacturer narrative:
Correction: section d9 should have been "(B)(6) 2024" instead of "(B)(6) 2024".

Event description:
It was reported by the following physician that the implantable cardioverter defibrillator (ICD) had 4 months left of battery life but one month later the clinic was notified the device had reached the elective replacement indicator (eri). The physician felt the battery drained much too quickly at the end. The ICD was explanted and replaced. The patient was stable.